Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available as it remains in the patient. A lateral fluoroscopy image was provided and shows the superior bone screw not fully seated within the implant. No determinations can be made as to the cause of the reported issue. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.

Event description:
It was reported that the screw backed out of a magnify-s spacer post-operatively.